Manufacturer narrative:
The impella device was not received by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a 76 year old female patient presenting with cardiomyopathy for impella support. During support, the patient endured acute renal failure, worsening of atrial fibrillation, and new onset anemia. For acute renal failure, 1 round of hemodialysis was administered. For worsening of atrial fibrillation, a cardioversion was performed. Lastly, for new onset anemia, a transfusion was delivered.

Manufacturer narrative:
The investigation into the renal failure, the vf/vt/af/at (worsening of atrial fibrillation), and the vascular damage - peripheral vessel has been completed since the original report was submitted. The device was not returned for investigation. The root cause of renal failure and the vascular damage was not determined because no product was returned and limited clinical information was provided. As the necessary information was not provided, the root cause of the vt/vf was not determined.